Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced on going elevated blood glucose (bg) level of 396 mg/dl -¿high¿; although specific value was not provided. Cause was not known. A manual insulin injection was delivered to address bg.